Manufacturer narrative:
New pump serial number: (B)(4) this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. .

Event description:
It was reported from (B)(6) by the vad coordinator that the patient called on the (B)(6) 2015 after experiencing high watt alarms. "Blood examinations were recommended. 3 hours later high watt alarms occurred." Preliminary log file analysis indicated a slight increase of power consumption beginning one week ago. There was also sudden drop of the power consumption on the (B)(6) 2015. The pump was exchanged due to suspected pump thrombus. The site's evaluation of the explanted pump revealed: "the expected occlusive part of the thrombus was not visible. It is possible that it was mobilized during the pump exchange and was washed out of the inflow cannula. The visible small but thick thrombus on the rotor, explains the symptoms of increased power consumption and the third harmony. This thrombus cannot cause a sudden flow drop. It might also be possible that the thrombus swam out of the pump during the event. The expected power increase during this event (increase of power due to a higher flow) cannot be differentiated from a power increase caused by a higher friction. Maybe both effects compensated themselves. There was sander marks on rotor and pump housing, which may have happened due to the rapid power increase. Conclusion: thrombus in the pump which mobilized itself. It seems that it closed a part of the blood channel. The following increase of the power consumption due to friction was recognized later because the increase of the power consumption compensated the lower flow of the occluding blood channel. Since the (B)(6) 2015 there was a significant power increase which is caused by the friction of the thrombus." The explanted pump will not be returned to the manufacturer for evaluation. Investigation is ongoing.

Manufacturer narrative:
Patient died on (B)(6) 2015 and the official cause of death was sepsis. The therapeutic team does not believe that the death was related to the device. Log file analysis: a review of the controller log files associated with the event confirmed the high watt alarms. Waveforms indicate a slight rise in power consumption of approximately 0.5w on (B)(6) 2015, followed by another rise in power consumption starting (B)(6) 2015 to a peak of 12.8w on (B)(6) 2015 outside of normal power consumption. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. Analysis of the explanted pump by the site revealed the presence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive cause of the thrombus cannot be made, patient comorbidities and clinical factors may have contributed with no indication of any device performance or manufacturing issues impacting the event. The most likely root cause of the high power event is thrombus formation or ingestion within the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.